Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia (s3ur) valve in the aortic position, the heart team initially advanced the 16fr esheath+ without any issues. However, resistance was encountered while advancing the valve through the sheath at its distal end of the sheath. The team attempted to advance the sheath further until it was almost hubbed, but the resistance persisted. Consequently, the valve, delivery system, and sheath were removed as a single unit. Upon removal, it was observed that although the sheath had expanded, the cuff at its distal end remained intact, likely causing the valve to get caught. A new 29 mm s3ur valve, along with a new 16fr esheath+ and commander delivery system, was then used, and the second valve was deployed successfully without incident. Follow up response noted that there was also resistance during insertion of the delivery system. After a few attempts and troubleshooting techniques, the team removed everything and started over with another kit.

Manufacturer narrative:
A supplemental MDR is being submitted due to the investigation being completed. The following sections have been updated: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images of the sheath post-procedure and after back-table manipulation were provided. The sheath distal tip is torn radially along the distal liner edge with stretching visible along the tear. The 3mensio was also provided and shows calcification and tortuosity in the access vessels. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaints for inability to advance through sheath and sheath distal tip torn were confirmed based through imaging evaluation. Available information suggests variability in tip expansion and/or patient factors (tortuosity, calcification) contributed to the event as 3mensio shows these patient characteristics. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.